Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump did not trigger a downstream occlusion alarm when the clamp was closed. The pump was then restarted with the tubing still in place, and the infusion settings remained unchanged. This resulted in no drug flow from the bag to the end of the tubing, yet the pump did not display any downstream occlusion alarms. When the clamp was released, there was still no fluid flow, and no alarms were triggered. The original tubing was reattached to the pump, which then appeared to deliver the dose and functioned properly. This time, when the clamp was closed, a downstream occlusion alarm was triggered. At the end, the volume remaining in the bag was 50 ml, while the pump¿s low reservoir alarm indicated only 6.1 ml. There was a patient involvement, no patient injury was reported.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. As a result, a product evaluation and problem confirmation could not be performed, and no root cause was determined. A review of prior repairs could not be completed because a serial number was not provided. The tubing is being evaluated under the associated complaint (B)(4); therefore, no visual inspection or functional testing was performed to determine whether the device contributed to the reported event. If the product is returned, this complaint will be reopened for further investigation.